Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro silicone boot started to peel, but did not dislodge. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw silicone boot was peeling off the entire inside of the jaw. Part of the tip and side of the boot was detached and peeling. There were some signs of clinical usage and some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).